Manufacturer narrative:
(B)(4). Concomitant medical products: shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners, pn 00875706001, ln 61361006, metasul taper liner mm/40, pn 00877001440, ln 2523065, metasul femoral head, pn 00877004003, ln 2517878. Reported event was confirmed by review of medical records were provided and reviewed. Operative notes of the revision procedure were not provided. However, x-rays confirmed that the revision of left tha had occurred. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown. Unknown liner, pn unknown, ln unknown. Unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00992, 0001822565-2019-00993. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing grinding noise, metal shards in blood and weak muscles causing the joint to slip approximately 9 years post-implantation. A revision procedure has been indicated; however, it has not been reported at this time. Attempts were made to obtain additional information; however, none was available.